Manufacturer narrative:
Customer returned freestyle flash blood glucose monitor and test strips with lot number 0529550. Complaint is not confirmed. Measured meter's clock mode current and measurement mode current with dmm and power supply. Clock mode current is 7.4 microampere, measurement mode current is 1.45 ma. Meter's power consumption was within specification.

Event description:
Customer reported that their freestyle flash blood glucose monitor would not power on properly, and they were unable to obtain a glucose result. Customer reported dosing with insulin, and they then reported feeling symptoms of hypoglycemia. Customer's mother administered glucose gel in order to stabilize glucose levels. Paramedics were called, who administered glucose tablets and transported customer to a local emergency room. Customer was diagnosed as having experienced an insulin reaction. While at the emergency room, a glucose result of 142 mg/dl was obtained on an unknown brand of glucose monitor, and the customer was then released.